Event description:
It was reported that when the pt was placed on noc ventilation, it was noted that the ventilator was trying to give a breath but was not delivering one. The pt was removed from the ventilator and placed on another ventilator. No pt harm reported.